Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(4) the patient underwent mesh implantation in order to treat incontinence, cystocele, rectocele and pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic/rectal pain, bleeding, bladder complications, infections, painful intercourse, and suffered emotionally and psychologically. It was reported that the patient underwent surgical removal of mesh on (B)(6) 2008 due to eroded mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of an anterior and posterior repair, and perineorrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain as well as severe rectal pain. Patient suffers from excruciating pain when making a bowel movement and constant rectal bleeding. Patient suffers from bladder complication and difficulties during urination. The patient reports that she is unable to completely empty her bladder. She also suffers from frequent bladder and vaginal infections. The mesh has eroded into her rectum and bladder. It is reported that the patient had to undergo a revision/removal surgery to alleviate some of the pain caused by the mesh erosion. Intercourse is extremely painful and at times she is completely unable to engage in sexual relations with her husband. In addition to her physical pain and discomfort she also suffers psychologically and emotionally. It was reported that the patient underwent surgical removal of mesh on (B)(6) 2008 as per medical records. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.